Event description:
It was reported that a novum iq large volume pump kept alarming "air in line". Upon inspection, only micro bubbles were observed in the intravenous (IV) line. After flicking the bubbles out of the line, the pump was restarted. However, the device alarmed "air in line" again, despite the absence of bubbles in the IV line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.